Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda and imaging issues are due to the patient anatomy. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the mitraclip detaching from the anterior leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a large flail gap. An xtw clip was positioned and deployed on the leaflets. It was noted that imaging was poor due to the patient's anatomy. Post deployment, it was noted that the clip detached from the anterior leaflet (single leaflet device attachment (slda)). It was thought the slda was due to the large flail gap. A second clip was placed medial to the slda clip to stabilize. The procedure ended with a mr grade of 2. There were no patient consequences or clinically significant delay. No additional information was provided.